Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The trace and history files were successfully downloaded using thump. The pump was programmed with a test guardian 3 gst transmitter and a glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator. Programmed the alert on low, alert before low, and suspend on low for 90 mg/dl. Set the glucose simulator to 100 mg/dl and monitored the pump. The pump was successfully calibrated to the 100 mg/dl test value. Recalibrated for 85 mg/dl, monitored, and the suspend on low activated at 85 mg/dl properly. No unexpected glucose sensor simulator/transmitter programming or communication errors and the suspend on low feature is operating properly. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. The complaint of the pump did not suspend delivery on low bg is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump on sound. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040ma, mmt-866a, mmt-332a. . Troubleshooting was performed. The customer reported no pump errors prior to the open book image. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040ma. No product return is required for mmt-866a. No product return is required for mmt-332a.